Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation an alert indicated possible damage to the high voltage circuit potentially due to a surgical procedure. The device was reprogrammed to clear the error message and the patient was stable.